Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a large amount of fluid was pooling under the ise (ion-selective electrode) area on the drain tray in the unicel dxc 600i synchron access clinical system and overflowing the tray. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer identified the source of leak as disconnected tubing within the ise module but was unable to reconnect the tubing and a service request was generated by bec cts (customer technical support). The customer later called bec cts and canceled the service request since they were able to reconnect tubing that was leaking and performed calibration and qc. (B)(4).